Manufacturer narrative:
The carefusion failure analysis laboratory received the suspect component for investigation. An investigation was performed and the reported issue was unable to be duplicated. The unit passed the delivered volume test according to manufacturer specifications.

Manufacturer narrative:
Carefusion file identification: (B)(4). At this time, it is unknown whether there is patient involvement. There has been no report of any patient consequence associated with this event. Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported that their delivered tidal volume from the ventilator was out of specifications, stating that they were 525ml when set at 500ml. They were instructed by tech support that the values were within specifications. The customer reported that after verifying the values with their service technicians that the actual values were approximately 555ml when set at 500ml, which is out of specifications.